Manufacturer narrative:
After further review of additional information received sections and have been updated accordingly. Driveline cable hw25211 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable by the clinical specialist revealed peeling of outer sheath, confirming the reported event. A driveline sheath repair was not performed as the location was out of scope of sheath repair due to proximity to exit site.  There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to improper handling during dressing changes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented at a routine clinic visit. During the patient's driveline (dl) exit site dressing change, the vad coordinator noted "peeling" of the outer layer of the dl sheath near the exit site. The vad coordinator reported that the outer dl layer appeared to be disintegrating into small pieces. There was no visible intrusion observed into the inner layer of the dl. The site further reported that the dl exit site looked clean and was free of any signs of infection. According to the vad coordinator, their patients are instructed to do daily dressing changes with chlorhexidine 4% diluted with sterile water with a drain sponge and a 4 x 4 gauze placed over the exit site. There were no reported dl-related vad alarms associated with this issue. The patient's dl exit site dressing was changed per the site's standard procedure and the patient instructed to observe for any further breakdown of the dl and to report any vad alarms related to the dl.